Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that during a angioplasty procedure a balloon rupture occurred. The lesion being treated was located in the arteriovenous fistula. The physician advanced a 8.00mmx2.0cmx90cm peripheral cutting balloon catheter to the target lesion. Upon the third inflation the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is fine. Returned product analysis revealed a circumferential tear.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified blood within the balloon and inflation lumen. This is evidence of a device leak during the procedure. The balloon was torn in a circumferential manner in the distal cone. There were no issues with the tip or markerbands. Kinks were present at various locations along the shaft. This type of damage is consistent with forces being applied to the shaft during use/handling. All blades were present and fully bonded to the balloon. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)